Manufacturer narrative:
(B)(4). Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the rotational cable was replaced. Also replaced were the case and fastening material. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy the green cable is not connecting properly and the pins in back broken. No further information is available. No reported patient consequence. The unit was returned to the international service center.